Event description:
The patient was undergoing a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. During the beginning of the case, the inflatable retractor would not hold the air in the device while it was in use; it would deflate. Another device was obtained and the case continued. No delay in case or harm to patient. The cause of the problem is unknown.======================manufacturer response for inflatable retractor, expose inflatable retractor (per site reporter).======================unknown at this time.what was the original intended procedure?total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.device #1is this a laboratory device or laboratory test?no.